Event description:
Product used is a dosi-fuser for infusion of chemotherapy -5fu-. Infusion was supposed to take 46 hours, took 64 hours instead. Product used out of compliance with manufacturer's instruction-capillary restrictor not taped to skin. Product instruction sheets not very clear as to color and description of what side of capillary restrictor to tape to skin. A deviation of 40% was noted from expected infusion time.